Manufacturer narrative:
Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected missing segment/partial display anomalies noted. Device received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen had scratches on it which got in the way of viewing it, chunk of the plastic was missing from the insulin pump, there were multiple cracks in the insulin pump and the battery life was diminished. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.